Event description:
It was reported that a patient experienced "violation of neuromuscular, skeletal and movement-related functions," and "violation of urinary function," approximately six-months after implantation of posterior instrumentation at l4 to l5 with an unspecified plif peek cage and xia 3 implants. The patient has since been assigned disability status. Revision surgery has been performed. This report captures the third of four xia monoaxial screws.